Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sensor anomaly. Customer's blood glucose level was 6 mmol/l. Customer advised they removed the serter and the needle broke off. Customer was advised to discontinue use of the sensor and revert to a backup plan. Customer was advised that the sensors would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and inspected the insertion needles for burrs/hooks and dull needle tip defects, and none were found. Both introducer needles passed per specifications. Both insertion needles were separated from the sensor.